Event description:
Reporter alleged blood glucose device generated a result outside the reading range of the meter. It was reported customer's device measured 965 mg/dl 597 and 965 mg/dl so went to urgent care where they measured 104 mg/dl 3 hours and 20 minutes later. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.